Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer was made aware.

Event description:
It was reported that the patient had an infection at the lead incision site. It was noted that the incision site was sore, tender, and slightly red. The physician confirmed that infection was not procedure related, however, could not confirm the cause. The patient was prescribed antibiotics and underwent an explant procedure. The explanted device was discarded by the medical facility.